Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and four shocks for an apparent atrial arrhythmia with rapid ventricular response (rvr). There was also five episodes of pacemaker mediated tachycardia (pmt) during the collection period the clinician reviewed with technical services (ts). This crt-d remains in service. No additional adverse patient effects were reported.